Event description:
Event description cpi received information that this implantable pulse generator (ipg) could not be interrogated after the patient was presented with syncope. It was determined that the device was past elective replacement time (ert) and should be replaced.